Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of a green image was not confirmed. It was found that there was no image due to a defective cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer that the video telescope exhibited b30 scope communication error and a green image. The malfunction was found during inspection prior to the therapeutic laparoscopic procedure. The procedure was completed with a similar device without any delay and the patient was not under anesthesia. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective cable unit, likely due to wear and tear. Olympus will continue to monitor field performance for this device.